Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 199 mg/dl. The customer reported a button error alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Insulin pump buttons functioned properly, however moisture damage was found on keypad traces. No button error alarm noted. Insulin pump was received with minor scratches on display window, cracked lcd window at bottom right side corner, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot.